Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture was breaking. No patient consequences and no delay was reported. The procedure was completed using an alternative suture.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: thirty-six unopened samples of product code eh6621h, lot # ma8cmhp0 were returned for evaluation. The issue sample was not received for analysis. The product code is sutupack and contains 12 strands per packet. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and each packet contains 12 strands. The sutures were dispensed without problems and examined along of the strand and no defect or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found. A manufacturing record evaluation was performed for the finished device ma8cmhp0 number, and no non-conformances were identified.